Event description:
The physician attempted arteriotomy closure using the closer tsl 6 fr. Device. The tip of the device broke off and remained in the pt. It is unknown how closure was achieved. No other info has been made available to perclose regarding this event.